Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving a compromised force sensor system alarm on the insulin pump. The customer¿s blood glucose level was 70 mg/dl. They treated with food. Troubleshooting was performed. The device was not bumped or dropped prior to the alarm. It was found that the drive support cap was sticking out. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked reservoir tube lip, battery tube threads, minor scratched display window and missing end cap sticker.